Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual and microscopic evaluation revealed that the main coil was found mechanically detached from the delivery wire. In addition, the main coil was found kinked and stretched; the introducer sheath, proximal contact, delivery wire were also kinked. A functional test was not performed due to the condition of the device. Information from the complaint indicated that the packaging was in good condition, and the bent proximal contact was found after unpacking and the device was not used in the procedure. It is possible that the observed damage to the coil occurred during handling of the device during and after unpacking. Therefore, an assignable cause handling damage has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil was mechanically detached from the delivery wire. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Further review of the analysis revealed that the main coil mechanically detached from the delivery wire. In addition the customer informed that the device became damaged while being removed from the hoop dispenser during preparation. Therefore, previously reported "premature deployment" is no longer applicable as the damage occurred during unpacking and not during use/inside the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
Analysis of the returned device revealed that the main coil was mechanically detached from the delivery wire. There was no patient involvement.